Manufacturer narrative:
On may 3, 2021, mentor became aware of the following: patient experienced unilateral left side capsular contracture; baker grade IV, and left side hematoma. Patient also experienced breast asymmetry. Surgical intervention was also performed. As a result, patient underwent bilateral explantation and replacement with catalog number smpx440; serial number (B)(6) on the left side, and catalog number smpx440; serial number (B)(6) on the right side on april 2, 2021. Clinical code "hematoma", and impact code "surgical intervention" have been added under field h6 on this form appropriately. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the replacement devices used on (B)(6) 2021 were catalog number smpx440; serial number (B)(6), on the left side, and catalog number smpx440; serial number (B)(6), on the right side. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the mentor memoryshape¿ mh 300cc returned device. A hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely happen soon after surgery; however, it can occur at any time, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with 300cc mentor memoryshape breast implant on both sides and experienced left side capsular contracture; baker grade iii. On (B)(6) 2021, mentor became aware that patient also experienced right side capsular contracture; baker grade iii. As a result, the devices were explanted on (B)(6) 2021. This report is for the patient¿s left-sided device.